Manufacturer narrative:
Initial report is being filed for new added item (persona stubby stem extension, 14 mm diameter +30 mm length) methods: actual device not evaluated, manufacturing review. Results: no failure detected, non functional defect. Conclusions: known inherent risk of procedure. Concomitant medical product: zimmer persona stemmed 5 degree tibia, size f, right, catalog# 42532007502, lot# 62892296; zimmer persona ps femoral, standard, size 9, right, catalog# 42500606602, lot# 62814831; zimmer persona ps articular surface, 11mm, right, catalog# 42522400711, lot# 62775470; zimmer persona stubby stem extension, 14 mm diameter +30 mm length, catalog# 42557000114, lot# 62756782). Reported event was unable to be confirmed due to limited information received from the customer. The patient scheduled for revision surgery but the patient cancel the surgery, hence no revision surgery performed. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface). Primary operative notes were provided and it is identified that the articular surface was implanted per the surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may have influenced the performance of the device. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the persona knee system packaging insert loosening is a known adverse affect of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-02596-1; 1822565-2016-02239-2; 2648920-2016-00956-1.

Event description:
It is reported that the patient is experiencing possible loosening of the tibial component. Patient scheduled for the surgery but he cancel that, hence no surgery performed.